Manufacturer narrative:
(B)(4). Device photo evaluation: visual analysis of the photographs identified; an opening and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture confirmed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified, weight to the spec, deformation, wear abrasion, and yellow biological tissue on the shell. After autoclave cycle, cloudy color in the gel and voids were observed. Based on the device analysis the final assessment is no openings were observed on the device."

Event description:
Healthcare professional reported right side implant rupture confirmed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Device photo evaluation: visual analysis of the photographs identified; an opening and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture confirmed via ultrasound. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side implant rupture confirmed via ultrasound. The device has been explanted and replaced.